Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a pump. Both infusion sets failed per spec. Found occluded at tubing qr connection septum side during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 74 mg/dl. The customer stated that she changed the infusion set twice and received no delivery twice. The customer will be sent replacement sets.